Event description:
While uncapping the pigtail line on the venous drip chamber to administer an IV medication, the venous line separated from the venous chamber. The pt lost approx 100 cc blood. No medical intervention was needed.